Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument tip was chipped. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: customer stated it was reported as unknown whether any material or fragment was detached or missing from the portion of the instrument that enters the patient¿s body. It was also reported as unknown whether any fragment fell inside the patient¿s anatomy. Therefore, there was no available information regarding whether all fragments were retrieved, how retrieval was confirmed, how the fragments were removed, whether any post-operative imaging tests such as x-ray or ultrasound were performed to check for retained fragments, or whether any additional surgical procedure was required to remove fragments. Isi received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have one indentations/burrs at the tip of the grip tips. The grips were not found to be bent, and additional damage wasn't found at the distal end. Components adjacent to the indented grip tips do not show damage. The complaint regarding the instrument tip was chipped was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument grip tips is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument, inadvertent collisions with other instruments or hard surfaces, or abrasive instrument cleaning.